Event description:
On jan 22, 2008, the lay user/pt contacted lifescan alleging an "error 2" issue with his one touch ultra meter. The customer care advocate verified that the pt was using the correct testing technique but troubleshooting was not completed because the pt did not have any test strips to retest with on the phone. Replacement products were sent to the pt. The pt stated that the error message started on the day before. After he got the error message, he took his usual dose for diabetes medications (unk type/dose) and developed symptoms of weakness and shaking. It is unclear if the symptoms occurred before or after taking his diabetes medications. He denied testing on any other devices and did not seek/received medical intervention. It would be helpful to know what occurred before the pt developed the symptoms, such as his activity levels, meals, medications, and any blood glucose readings. It would also be helpful to know if and when his symptoms went away. Although the pt denied receiving any type of medical intervention, this complaint is being reported because the pt allegedly developed symptoms of weakness and shaking after the "error 2" began. In addition, the "error 2" was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.